Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 13 nov 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).

Event description:
Avanos medical inc. Received a single report that referenced two different incidences, which were associated with separate units, involving the same patient. This is the second of two reports. Refer to 3011270181-2019-00066 for the first report. It was reported that there was a leakage in the tube which required it to be replaced. Per additional information received 28 oct 2019, the tube was placed on 14 oct 2019 and then leaked. The hospital staff feel that the leak could have been in the balloon/inlet valve area. The patient was weaned off from extracorporeal membrane oxygenation (ECMO) on 15 oct 2019 and was extubated from the ventilator on 17 oct 2019. The patient transferred to home hospital on 19 oct 2019 on optiflow (high-flow oxygen support).